Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that, based on the information provided, the root cause of the multiple dislocations and ongoing pain was due to impingement of the femoral neck and acetabular shell/liner which was lipped and had a large dent in the lip. The surgeon stated, ¿this was likely from neck impingement.¿ the future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient had a dislocation on (B)(6), while away from home.